Event description:
It was reported that, the pt is currently experiencing pain in his hip especially after a lot of activity. The pt states that he has had pain since (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.